Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted a complete blowout of the previous repair. The hernia had extended circumferentially around the previously placed mesh and the entire mesh patch had event rated with the enlarging hernia. It was reported that the patient experienced severe pain and a recurrent hernia. Other procedure is captured in a separate file. No additional information was provided.